Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 137 mg/dl, 253 mg/dl, and 74 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
While inserting the guidewire into the microcatheter, the physician noted that the polytetrafluoroethylene (ptfe) coating was peeling from the proximal section of the device. This occurred outside the patient so there was no direct contact with the patient and no clinical consequence.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.